Event description:
It was reported that the keypad was unresponsive. There was no patient involvement.

Manufacturer narrative:
Correction on initial report: g.3 (disregard user facility). Additional information provided: d.10 & g.3. The customer reported problem was [insert confirmed / not confirmed / cannot be determined]. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from (B)(6) 2018 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the keypad was unresponsive.